Event description:
It was reported that cgm showed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full pump reset guidance, completed pump reset with assistance, confirmed error message did not return, and successfully started new sensor session.